Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic on 2 oct 2020. Their atrial lead exhibited multiple episodes of low out-of-range pacing impedance. There were also noise over-sensing episodes causing inappropriate automatic mode switch episodes. Both the low impedance measurements and noise were unable to be reproduced during isometric testing. No intervention was performed and patient will continue to be monitored. Patient had no consequences as a result of this event.

Event description:
New information received noted there was a reoccurence of the low pacing impedance. No intervention or patient condition was reported.